Event description:
It was reported that during the procedure in the left internal carotid artery, an emboshield nav6 filter element was deployed successfully beyond the target lesion. A rx acculink stent delivery system (sds) was advanced to the lesion and the stent was deployed. During stent deployment, the sds moved forward causing the tip of the sds to become entangled with the filter element. The stent did not move and remained implanted at the target lesion. The physician was able to maneuver the sds freeing the tip from the filter. There was no damage to the filter or to the tip of the sds. The sds was removed from the anatomy without resistance. There was no adverse patient effect and significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the products because they were not returned for investigation. Inaccurate delivery can be the result of, but not limited to, interaction with lesion/anatomy, physician technique/handling, kinked shaft, and interaction with associated devices and/or device positioning. To ensure this is not a result of a manufacturing deficiency, all acculink stent systems are 100% visually inspected for damage and a sampling of units is destructively tested to verify proper stent deployment. Based on the reported information, it appears that during advancement of the rx acculink stent delivery system (sds), the sds moved forward causing the tip of the sds to become entangled with the filter element resulting in the reported difficulty removing. The physician was able to maneuver the sds freeing the tip from the filter and the sds was removed from the anatomy without resistance. A review of the finished device lot history records did not reveal any nonconforming material records for this lot that would have contributed to this incident. Additionally, a query of the complaint handling database was performed and there have been no similar incidents reported for this lot. There is no indication to suggest a product quality deficiency.